Manufacturer narrative:
Evaluation revealed that the item did not contribute to the complained event, therefore it was classified as concomitant item.

Event description:
During g3 long nail surgery, the surgeon used the crown reamer and conical reamer for drilling to insertion point. But it was difficult that the drill does insertion point (the patient's bone was hard). The surgeon was somehow drill, but patient's skin burned with frictional heat of sleeve and the reamer (5 cm x 2 cm).

Event description:
During g3 long nail surgery, the surgeon used the crown reamer and conical reamer for drilling to insertion point. But it was difficult that the drill does insertion point (the patient's bone was hard). The surgeon was somehow drill, but patient's skin burned with frictional heat of sleeve and the reamer (5 cm x 2 cm).

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.